Manufacturer narrative:
The reported event was confirmed as manufacturing related. Per the sample evaluation, there was no syringe inside of tray. All component inside tray were in good condition. The sample was classified as manufacturing related. A review of the manufacturing process indicated that the process is capable of producing this type of defect. The device history record was reviewed and found a possible issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ [shape, configuration and principles] bard®i.c. Silver foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves. There are several types of closed drainage bags. The bag included in the tray will depend on the product."

Event description:
It was reported that the user found that syringe and antiseptic solution had not been packed in the tray when he/she opened the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user found that syringe and antiseptic solution had not been packed in the tray when he/she opened the package.